Event description:
The physician was using a fibernet embolic protection device to treat a lesion in the ica which was described as stenotic and tortuous. Device was inspected and prepped prior to use with no issues noted. The fibernet performed as intended during plaque aspiration; however in checking the placement of the filter physician noticed that the blood flow was slow down a little. After cristallo ideal stent implantation and post dilatation physician made an angio check and noticed no flow. It was reported that after cristallo ideal stent implantation the physician tried to remove the fibernet device through the cristallo stent, however difficulties were encountered. In pushing the retrieval close to the filter the catheter kinked proximally and did not cross the stent. Physician decided to retrieve the filter under aspiration as per IFU and the system was removed with no health hazard caused to the patient. In the filter basket physician noticed traces of debris like gelatin. The physician concluded that this debris was not plaque related. No clinical sequelae reported.

Manufacturer narrative:
Evaluation results: root cause undetermined. Evaluation conclusion: conclusion not yet available-evaluation in progress. Root cause undetermined. (B)(4).